Manufacturer narrative:
B5; additional information received: it was confirmed the previously implanted stent was a non mdt stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft limb was intended to be implanted in the endovascular treatment of a 75mm aaa.  It was reported that during the index procedure, when attempting to deliver the stent graft , the delivery system kinked due to the patients iliac artery being twisted and also a previously implanted stent. A non mdt stent was able to be then deployed instead through a  non mdt large sheath.  Per the physician the cause of the deformation in vivo was anatomy and the patients left iliac artery tortuosity.  No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.